Manufacturer narrative:
Event conclusion the device was implanted with an atrial and ventricular lead mfg by another co. Because the pt is pregnant, the physician has decided to program the device to voo so that the device no longer senses cardiac activity. With the device programmed to this mode, proper pacemaker output was observed. After the child is born, an invasive procedure may be performed to determine the source of the problem. The ipg was returned and analyzed. The unit met specification for normal battery depletion.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was oversensing, despite several reprogramming attempts. In additiion, the patient is pacemaker dependent and 37 weeks pregnant.